Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505455bc, lot number 7423443, serial number (B)(4), right replaced with catalog number 3505455bc, lot number 7318930, serial number (B)(4) on (B)(6) 2018. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor memorygel 450cc gel mod-rnd breast implant, catalog number 3507450bc, lot number 204279. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel 450cc gel mod-rnd breast implants that the right side ruptured after implantation. The issue was confirmed by physical examination. Patient is scheduled for MRI exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Additional crease and shell abrasion were found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).